Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states the crossbrace is broken near where it attaches to the pivot link on the left.